Event description:
It was reported that the pt was being treated for chronic pain with a drug infusion system that failed to function as a result of a defect and malfunction of the product. As a result the pt suffered physical, emotional, and economic injury.